Manufacturer narrative:
This complaint was reviewed and investigated according to the manufacturer¿s policy. Blocks e1 & g2: country is germany. Block h6: the probable cause of the reported failure is damage during use/handling of the device. Manipulation, strain, impact, and forces associated with use can affect the integrity of the device. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that an omniwire was used in a coronary diagnostic procedure. During the first measurement, the omniwire worked as intended. However, when preparing to use again, while inserting through the introducer needle, the tip of the wire looked unraveled. Therefore, a new omniwire was used to complete the procedure with no patient injury reported. During the product return evaluation, it was confirmed that the tip coil unraveled but remained intact. However, the core wire and shaping ribbon broke, exposing sharp edges. This product problem is being submitted due to a sharp edge observed. There is a potential for harm if the malfunction were to recur.